Event description:
Additional information received indicated the patient was later seen in-clinic, however, no device anomalies were observed. The device was behaving appropriately. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that an unspecified device anomaly occurred. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.